Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the physician's handheld will only interrogate patient's devices when it is plugged into the charger. It was reported that whent he handheld is removed from the charger the charged light is green, but will not communicate with the generators. A new programming computer was requested. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 11/18/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 11/18/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.